Event description:
Customer reported that pump screen brightness was dull and hard to read. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.